Event description:
On the apexpro telemetry box to close the battery door, a rubber grip strip gives the nurse better access to close the door. The grip strips are constantly falling off, making it almost impossible to close or open the battery door. I have to order the entire outside case, labels, and the keypad to fix the issue.